Event description:
The pt had a stone in the lower pole requiring a lithotripsy procedure. The physician was able to get the extractor around the stone, when attempting to grab the stone the device fractured and broke off inside the pt. The physician went back in with graspers and was able to retrieve all of the fragments. This book an add'l hour for the procedure, but all pieces were retrieved to be returned. At the time of this report, it was confirmed the pt was discharged and doing okay.

Manufacturer narrative:
The distal cannula and 2.5 cm of the nitinol wire were separated from the coil of the basket. There was a bend in the cannulated handle and the back of the wires were angled. Cook received one self sealing pouch containing the used stone extractor and label from the hospital. The basket, distal cannula, and 2.5 cm of the nitinol wire were separated from the coil of the basket assembly. There was sufficient glue on the wires. Visual inspection also showed a bend in the cannulated handle at the proximal end of the device; additionally, the back of the wires had an angled appearance. These signs typically indicate that the basket was pulled to separation due to excessive force. The instructions for use includes the following statement, "important excessive force could damage device." Excessive force caused the basket to separate in the pt.